Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer's blood glucose level was unknown at the time of incident. Customer was able to complete insulin pump rewind. Customer reported the drive support cap appears normal. Customer was assisted with troubleshooting. Customer had received 2 motor errors within 30 days. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump. Recommended customer refer to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Device failed seating test due to faulty force sensor resistor. Unable to perform occlusion test, excessive no delivery test. The motor was tested outside the device and passed. (B)(4).